Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observation with the caller. The physician agreed with technical services recommendations and the recommended programming changes were made. Normal follow up will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 128 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that another red alert had been generated for this system due to an out of range shock impedance measurement of 150 ohms. A boston scientific technical services consultant discussed troubleshooting with the caller. All other diagnostics are within normal limits. No adverse patient effects were reported.